Manufacturer narrative:
The msc tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed the tip cover has a .090 inch long mechanical tear through the entire thickness of the silicone. The tear is along one of the parting lines, located roughly .450 inches above the silicone to sleeve interface. There are no signs of melting around this tear that are indicative or arcing. There are a couple of other mechanical tears in the silicone near the tip, however, there are no obvious signs of arching. The silicone stretches when placed on the mcs instrument, creating separation at the tear that exposes electrically active components. The instrument may have arced through the separation created by the tear. It was determined that mechanical tearing in the silicone is likely due to instrument collisions. Collisions may have damaged the silicone, locally reducing dielectric strength and creating a path for arcing. High generator setting may have also contributed to arcing. The monopolar curved scissors instrument ( mcs) was returned with the tip cover. The instrument does not show signs of possible arcing.

Event description:
It was reported that during a da vinci s hysterectomy procedure, while using the monopolar curves scissors instrument ( mcs) with the tip cover accessory installed, the surgeon noticed arcing and a burn on the pt's bowel. The surgeon immediately stopped using and the mcs instrument and replaced the mcs tip cover accessory. The planned procedure was completed with the replacement tip cover accessory and with approx a 30 min delay. No additional pt harm, adverse outcome or injury was reported. Multiple attempts have been made to contact the attending physician present for this procedure, to obtain additional info, however, no response has been received at this time.